Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported powerpicc catheter inserted in the patient has puncture type leak. The patient presented extravasation of a cytostatic drug due to the breakage of the catheter inside the arm (oxaliplatin), causing arm edema, redness, and pain. The patient is being monitored for possible tissue necrosis. Hospitalization was necessary to replace the catheter. Further tests were performed on the arm, including soft tissue ultrasound, venous doppler ultrasound, and phlebography, which confirmed the internal breakage. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of an xray was returned for evaluation. An initial visual observation of the video showed a radiographic image of what appears to be an implanted catheter. This catheter was observed to be infused with a liquid and what appears to be a leak was observed in the catheter tubing. The location of the leak appears to be within the subcutaneous portion of the catheter; however, this could not be confirmed. No other damage or further details concerning the leak could be discerned from the video. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.